Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod their blood glucose level had decreased to 35 mg/dl. The patient reports having a seizure. In addition, the patient reports having other seizures that have previously been reported.